Manufacturer narrative:
The investigation for the console (aic) battery failure alarm has been completed. Data logs were reviewed which showed immediately after bootup, console displayed ¿battery failure (transport connection blown/missing) ¿ alarm,¿. Then, the console shut down improperly after the user's shutdown request. After the shutdown sequence was initiated, logs were ended in a second, which was an abnormal symptom. The console was booted up six more times, and there was no ¿battery failure¿ alarm. The console was returned for evaluation. Functional testing was unable to reproduce the reported failure mode. With the ac power, aic charged the battery to 100% and the batttest looks good. There was no issue found with the console hardware related to the reported failure mode. The reported failure mode was reproduced by turning on the aic with the battery switch toggled to off state. The root cause for the battery failure alarm was most likely a use issue (aic might be booted up with the battery switch disengaged). Added- d9 device return date f6/f8 should have been left blank in the initial report.

Event description:
The complainant reported their automated impella controller (aic) had a battery failure red alarm upon powering on the console. Per the instructions for use, the complainant can use a backup console. No patient harm has been reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.